Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia and reservoir had air bubbles of 3-4 mm size. Customer's blood glucose value was 406 mg/dl. Customer was assisted with troubleshooting for air bubbles in reservoir. The reservoir will not be returned device for analysis.